Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the teflon pad melted and fell off. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.